Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Customer service has made several attempts to contact the reporter to acquire more information. There is no further information available regarding the complaint at this time; if further information is provided, a follow up report shall be made. There was no allegation of an adverse event with this complaint. This complaint is being reported because of the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.